Event description:
The service repair technician (srt) reported that during routine testing of the device at the service ctr, the power cable had one pin pushed in on the display monitor. There was no pt involvement.